Event description:
It was reported that poor coupling and/or communication issues were experienced with an implantable neuro stimulator (ins). 18 days after ins implant it was reported that coupling of only 2 bars signal strength was achieved. An antenna locate test was conducted but did not significantly improve coupling. It was reported that poor coupling was probably related to swelling of the implant pocket. The ins was reprogrammed for better back/leg coverage. Lead impedance measurements were within normal limits. The health care professional (hcp) instructed the patient to return 3 weeks later to see if post-operative swelling would decrease and coupling to the ins would improve. 23 days later, it was reported that even though the ins pocket was healed, the patient was unable to recharge the ins since implant. It was reported that the ins implant was "quite deep and perhaps tilted". The ins was located in the hip area, and even with applying pressure to improve coupling, no bars of coupling strength were achieved. The patient was scheduled for a pocket revision procedure. 9 days later that pocket revision was performed. It was noted that the ins was found "tilted on its side". The hcp moved the pocket further back onto his left buttock where it laid flatter on his body.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).